Event description:
On (B)(6) 2019, a patient (pt) reported a corneal ulcer while wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cl). The pt wore the cls on (B)(6) 2019 with no issue, but experienced eye pain and tearing in the evening, so removed the cls. The pain increased during the night and the pt awoke in the morning on (B)(6) 2019 with the os swollen shut. The pt visited an ophthalmologist and was diagnosed with a corneal ulcer in the left eye (os) on (B)(6) 2019 and was told to discontinue cl wear. The pt was given "antiseptic" eyedrops, ointment, and narcotics for the pain (unspecified). The pt ¿thinks¿ the ophthalmologist stated that the ulcer was centrally located, and the pt had lost 5 % of the vision in the os. Th pt is currently following up with the ophthalmologist to discuss lasik surgery due to vision loss in the os, but no longer taking medication. On (B)(6) 2019, additional information was received from a representative from the ophthalmologist¿s office: the representative reported that the pt was diagnosed with a corneal ulcer and was seen on (B)(6) 2019. The representative was not able to provide any further information at that time. On (B)(6) 2019, the pt¿s medical records were received: visit date (B)(6) 2019. Cc: awake with pain x 1 os today, fb feeling. Hpi: contact lens overuse. Ulcer noted on diagram of os at approximately 9 o'clock. Additional notes: (illegible). Meibomian gland dysfunction noted ou. Diagnosis: myopia, contact lens over use, meibomian gland dysfunction, corneal ulcer treatment: bacitracin ointment hs, restasis (illegible), 2 other medications listed under treatment are illegible. Attempts were made to contact the ecp for clarification on illegible medical records. No additional information has been received. The suspect os cl was discarded. This event is being reported as a worst-case os event as the 5 % vision loss was unable to be verified with the pt¿s treating ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j001r5c was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 27feb2019 additional medical records received from the patient's (pt) treating eye care provider (ecp): date of visit: (B)(6)2019. Cc: pt reports improvement, decreased pain. Ocular meds: cyclogel q1h os; ointment q hs. Va dist os: 20/50-2; ph: 20/25-3. Slit lamp exam os: 1+ injection; illegible¿ diagnosis: corneal ulcer os, 2nd to cl. Management options: cyclogel 1% instill; vigamox q2h; bacitracin. Date of visit: (B)(6) 2019. Lasik consult. Pt seen last week for corneal ulcer from cls wear; h/o dry eyes; punctal plugs. Ocular meds: genteal sol gtts (prn). Contact lens out: 10 days; last changed: 3 weeks. General medical history: ibs: epstein barr syndrome; chronic fatigue. Uncorrected va os: 20/125 ¿ no glasses. Plan: all info provided; ¿lao¿ friday: (B)(6) 2019; tentative surg: (B)(6) 2019 @ 10:30. Date of visit: (B)(6) 2019. Cc: no cls wear x 3 weeks; had k ulcer 2nd to scl; hx: dry eye 2nd scl. Va dist os: 20/125; sc: 20/50. Slit lamp exam: cornea: inf scar. Diagnosis: h/o k scar os; myopia. Date of visit: (B)(6)2019. Ocular hist: lens w/ new contact lenses, great! Corrected va os: 20/20-1 w/ scl. Slit lamp exam: conj: normal; cornea: small pinpoint scar os; a/c: normal; I/l: normal. Impression: myopia. Plan: f/u lasik; check refraction on ¿illegible. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 1793 - corneal scar.